Event description:
It was reported that a patient underwent a laparoscopy in (B)(6) 2011 due to pain, dyspareunia and painful bowel movements and an absorbable adhesion barrier was used. During the procedure, it was found the patient's bowel was severely stuck to the vaginal vault and left ovary. The bowel was released from vault and the left ovary was removed. The adhesion barrier was placed on vaginal vault at the end of the procedure. The patient experienced worsening symptoms and severe pain. In (B)(6) 2011, the patient underwent another laparoscopy after a mass on the vaginal vault was identified on ultrasound. The physician had to release the severely adhered bowel from the vault and the left pelvic side wall. The mass was biopsied which revealed a benign granuloma formed by an inflammatory reaction. The physician opined that the patient's history and severely diseased tissues contributed to the formation of the granuloma. The physician has decided to wait to see if the granulomas will shrink before further action or surgery is decided upon. Additional information has been requested.

Manufacturer narrative:
(B)(4) - granuloma occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.